Manufacturer narrative:
Block h6: device code a020503 is selected to represent the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a ureteroscopy procedure performed on (B)(6) 2023. During the preparation, a tear in the packaging was noticed and seal was compromised. There were no patient complications reported as a result of this event.